Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to high blood glucose over 700 mg/dl. The customer was experiencing high glucose for the past several days. It was stated that the events leading to his admission was nausea, vomiting, and he felt having a heart attack. The customer declined to troubleshoot and requested a replacement of the insulin pump. The customer stated that the paramedics were called to the hotel, and then he was taken to the hosp. It was stated that the customer did not have any supplies or a valid prescription with him. The customer stated that he will call to his doctor to get the prescription and emergency supplies could be sent. No further info was provided.